Event description:
The customer reported that they received erroneous results for six patient samples tested for free thyroxine (ft4). The initial results from (B)(6) 2012, could not be provided by the customer. The customer repeated the samples on the same day and reported these repeat results outside of the laboratory. A doctor questioned these results, so the samples were repeated again on (B)(6) 2012. The repeat results from (B)(6) 2012 were believed to be correct and corrected reports were issued for these repeat results. All six samples were from female patients. Sample one repeated as 7.8 ng/ml on (B)(6) 2012 and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 1.5 ng/ml. The 1.5 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample two repeated as 6.6 ng/ml on (B)(6) 2012 and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 1.1 ng/ml. The 1.1 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample three repeated as 7.8 ng/ml on (B)(6) 2012 and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 2.3 ng/ml. The 2.3 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample four repeated as 7.8 ng/ml on (B)(6) 2012 and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 2.0 ng/ml. The 2.0 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample five repeated as 6.6 ng/ml on (B)(6) 2012 and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 1.2 ng/ml. The 1.2 ng/ml value was believed to be correct and a corrected report was issued for this value. Sample six repeated as 7.8 ng/ml on (B)(6) 2012 and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 1.4 ng/ml. The 1.4 ng/ml value was believed to be correct and a corrected report was issued for this value. No patients were adversely affected by the event. The ft4 reagent lot number was 16649802 with an expiration date of 01/31/2013. The field service representative could not determine a cause. He examined all fluid and mechanical systems, observing no abnormalities. Performance testing recovered within specifications.

Manufacturer narrative:
A specific root cause could not be determined. Detailed information was not provided for further invesetigation. Based on the calibration signals at the time of the event and the fact that the elevated values could not be reproduced, a reagent related issue is not likely.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Eval codes: other text: na.